Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure that was completed with cryo, the patient's blood pressure dropped. A pericardial effusion was observed via echocardiogram, and drainage was performed. Noradrenaline was administered to resolve the patient's hypotension. The patient was discharged following an extended hospitalization with no symptoms. No further patient complications have been reported as a result of this event.